Event description:
Customer reported secondary bag flowed into primary. Stated biomed had tested the disposable set and the pump and found no issues during testing; they have determined it was an isolated incident. No add'l info will be available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR. The mfg database was reviewed; no quality issues were noted during production build for the involved lot number and failure mode reported.